Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure the atrial lead had poor sensing and pacing. The lead was found to be dislodged. Attempts to reposition the lead failed because of helix issue. The lead was exchanged and the patient was stable following the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.